Event description:
Customer called to report the pump's driver arm was broken. It was stated when the reservior door was opened it was found a metal piece that looked like it belonged between the driver arms. Customer was not sure how it happened.